Event description:
The customer reported to olympus, the evis exera iii gastrointestinal videoscope tested positive for microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for < 10 colony forming units (cfus) of unspecified microbial contamination. During the second sampling, the scope tested positive for 4 cfus of streptococcus oralis. During the third sampling, the scope tested positive for 20 cfus of unspecified microbial contamination. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination (no detection). The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer did confirm that there were no deviations or deficiencies concerning reprocessing of the scope. Additionally, the customer confirmed that there were no suspected patient infections due to the facility findings. The specific steps taken during the pre-cleaning, manual cleaning and for any automated endoscope reprocessor (aer) treatment were not provided. During a follow-up with the facility the customer indicated: the device was used on three patients while waiting for the results of the culture testing. We are following up with the customer to clarify this statement. The device was quarantined after the results of each test (B)(6) 2023 and after the results of the test on (B)(6) 2023. The customer stated that the device was reprocessed two times after the last finding on (B)(6) 2023. The initial culture sample was taken immediately after storage in the endoscopy cabinet. The storage environment/conditions were not available. The customer confirmed this device was last used for a procedure on (B)(6) 2023 and on (B)(6) 2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: suction cylinder has no color. Distal end cap cover is deformed. Adhesive on bending section rubber has wear. Connecting tube has a buckling. Due to deformation of bending tube, bending angle in up direction exceeds the standard value. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.